Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-04752. It was reported that a burr became stuck on wire. The target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment artery. A 1.25mm rotalink plus and 330cm rotawire were selected for use. During the procedure, the 1.25mm rotalink plus was delivered by dynaglide at the location where it just came out from the guiding catheter. It was noted that the burr was stuck with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed that the body has a kink in the middle. All the and overall length and outer diameter (od) measurements taken met specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-04752. It was reported that a burr became stuck on wire. The target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, the 1.25mm rotalink plus was delivered by dynaglide at the location where it just came out from the guiding catheter. It was noted that the burr was stuck with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.